Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporting address line 2: (B)(6).

Event description:
It was reported to philips that the device paddle failure. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and it was determined that the failure was caused by a user related error. The user did not know how to use the device. Based on the conclusion of the evaluation, it was determined that the failure was caused by a user related error. The user did not know how to use the device. The rse told the user how to use the device correctly. The device remains at the customer site and no further evaluation is required at this time.